Manufacturer narrative:
This report is filed (B)(6) 2015.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.